Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The product was not returned for analysis, therefore visual inspection and functional testing was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the patient came in with stroke symptoms and MRI confirmed micro-bleeds. The patient was hospitalized and needed medication to return to baseline. Additional information provided by the customer indicated that the device performed as intended, the tortuosity of the anatomy (pcom) was normal, there were no difficulties encountered during the procedure that could have contributed to the reported event, and the physician did not allege any malfunction against the device. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported patient hemorrhage, blood loss with sequelae and patient stroke.

Event description:
It was reported that one month post procedure, patient came with stroke symptoms and MRI confirmed micro-bleeds in the brain. Patient was hospitalized and needed medication to return to baseline.

Event description:
It was reported that one month post procedure, patient came with stroke symptoms and MRI confirmed micro-bleeds in the brain. Patient was hospitalized and needed medication to return to baseline.

Manufacturer narrative:
This 3 of 3 mdrs: the device is not available to the manufacturer.